Event description:
It was reported that the patient was not able to adjust their stimulation both with and without the antenna attached. The patient had not used their device in 1 year and had not recharged since the recharger was burned. It was later that the patient's neurostimulator had to be replaced due to being discharged. Further information is being requested from the hcp.